Manufacturer narrative:
Follow-up from 19-feb-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) year old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced dilated fallopian tube and there was none (device) on the left. The consumer also reported that had mirena inserted and experienced miscarriage. The reported events were considered serious as medically significant. Dilated fallopian tube is unlisted according to the reference safety information for essure while there was none (device) on the left is listed. Miscarriage is listed in the reference safety information for (B)(4) . Spontaneous miscarriage is the most common complication of early human pregnancy and occurs in approximately (B)(6) of all clinically-recognized pregnancies (rcog, 2006; farquharson et al., 2005). In the pre-clinical period (0-6 weeks gestational age), about (B)(6) of all conceptions will fail to implant, and an additional (B)(6) do not survive shortly after implantation. This is considered to be due to a (B)(6) number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities (macklon et al., 2002). At least (B)(6) of early spontaneous abortions are due to chromosome abnormalities. Any ICU left in situ during ongoing pregnancy may increase the risk of complications, such as, spontaneous abortion. In this case the miscarriage was assessed as related to (B)(4). In this particular case, the consumer was submitted to a salpingectomy by laparoscopy to remove the essure device. Right tube was dilated 30 mm, there was no essure on the left side (assumed as device dislocation) and the right was removed. Therefore this case was regarded as incident. Considering information received a causal relationship between essure therapy, and the events reported, was considered positive. In addition the non-serious events were reported. According to the product technical complaint (ptc) analysis there is no reason to suspect a quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up info received on 06/12/2014 from consumer: pt's medical history included epilepsy and sleep apnea. In 2006 (previously reported as 2005), essure was inserted. Depo was used as back up contraception. Before this she had mirena and it didn't work out. After the first full cycle the second wasn't placed correctly. Consumer was 85 percent certain that she had a miscarriage two months later. So she decided to get the essure. In 2007, consumer started with events due to essure. She presented pain with essure and needed a wheelchair. She recovered on (B)(6) 2014, when essure was removed. She was submitted to a salpingectomy. No hospitalization needed. Right tube was dilated 30 mm, there was no essure on the left side and the right was removed. She still presents pain from surgery. She saw a doctor because of event and it was related to essure. Ptc investigation result was received on 06/20/2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any mfg deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the mfg batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this info neither a technical batch eval nor a batch signal cluster review in the gpv database for a more detailed statistical medical eval is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch info the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. Correction on 06/24/2014 (follow-up info received on 06/12/2014): after a company internal review the pregnancy status was amended from unk to yes (pregnancy outcome: spontaneous abortion). Follow-up from 06/24/2014: the required number of follow-up attempts has been made, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced dilated fallopian tube and there was none (device) on the left. The consumer also reported that had mirena inserted and experienced miscarriage. The reported events were considered serious as medically significant. Dilated fallopian tube is unlisted according to the ref. Safety info for essure while there was none (device) on the left is listed. Miscarriage is listed in the ref. Safety info for mirena. Spontaneous miscarriage is the most common complication of early human pregnancy and occurs in approximately 10-20% of all clinically-recognized pregnancies (rcog, 2006; farquharson et al., 2005). In the pre-clinical period (0-6 weeks gestational age), about 30% of all conceptions will fail to implant, and an additional 30% do not survive shortly after implantation. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities (macklon et al., 2002), at least 50% of early spontaneous abortions are due to chromosome abnormalities. Any iuc left in situ during ongoing pregnancy may increase the risk of complications, such as, spontaneous abortion. In this case the miscarriage was assessed as related to mirena. In this particular case, the consumer was submitted to a salpingectomy by laparoscopy to remove the essure device. Right tube was dilated 30 mm, there was no essure on the left side (assumed as device dislocation) and the right was removed. Therefore, this case was regarded as incident. Considering info received a causal relationship between essure therapy, and the events reported was considered positive. In addition the non-serious events were reported. According to the product technical complaint (ptc) analysis there is no reason to suspect a quality defect of the product.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5035904) in united states on 06/02/2014 which refers to a female consumer of unspecified age who had essure inserted on (B)(6) 2005 and presented the following adverse events. On an unspecified date, she started experiencing fatigue and lower back/ hip pain. By 2010, also have constant, daily nausea. As of the time of this report, she has a surgery planned to remove her fallopian tubes due to the pain as well as severely dilated fallopian tube. The back/ hip pain and fatigue is severe enough that it affects her ability to work approximately 1 of every 3 days. She is supposed to work at her part time job and she has to use a wheelchair 3-5 days a week to get around. Consumer assessed other medically significant as seriousness criteria; however, no further info was provided.